Manufacturer narrative:
(B)(4).

Event description:
The customer reports "ICU physician stating that after inserting needle with sheath, he tries to pull the needle out and leave the sheath, but the needle sticks badly. Physician then pulls entire sheath out to start again and finds the spring wire guide all crumpled up with the needle". There was no patient injury or consequence. The patient's condition is reported as "fine". It is unknown if therapy was delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned one guide wire with an advancer for evaluation. The needle was not returned. The returned wire contained numerous kinks, especially near the distal j-tip. The returned guide wire contained kinks at 212 mm and 310-349 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. No dimensional issues were identified. A manual tug test confirmed both the proximal and distal welds are fully intact. The instructions for use (IFU) provided with this kit warns the user, "to reduce the risk of spring-wire guide damage, do not retract the spring wire guide against edge of needle while in vessel." The reported complaint of guide wire/needle resistance could not be confirmed by complaint investigation as the needle was not returned. Likewise, the customer report that resistance was encountered with the sheath could not be confirmed as a sheath is not included in this kit. However, the returned guide wire contained numerous kinks. The guide wire passed all relevant dimensional specifications. The probable cause of this complaint could not be determined as the sample received was incomplete.

Event description:
The customer reports "ICU physician stating that after inserting needle with sheath, he tries to pull the needle out and leave the sheath, but the needle sticks badly. Physician then pulls entire sheath out to start again and finds the spring wire guide all crumpled up with the needle". There was no patient injury or consequence. The patient's condition is reported as "fine". It is unknown if therapy was delayed/interrupted.